Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 440mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did recently have an MRI and it had not been less than 2 hours since the patient exited the MRI field. When the healthcare provider interrogated the pump initially the day of the report the pump was still stalled. Troubleshooting considerations were reviewed and re-interrogating the pump did result in a motor stall recovery. Troubleshooting did resolve the event. The healthcare provider did confirm that the patient was not hearing any alarms and stated that the patient was due for a refill so they would do that. The healthcare provider would also check to see if there was any volume discrepancy as well there were no patient symptoms and no further complications were reported.